Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed polyurethane insulation melted through and the underlying outer coil melted-open. The observed damage is not deemed to indicate product defect or malfunction - but likely occurred during normal use of the product over time. The reported noise and high impedance measurements is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead was explanted due to suspected lead damage. The physician suspected that the lead was damaged while accessing the device pocket for a changeout procedure. The lead exhibited noise and elevated impedance after the pocket was accessed. Subsequently, the lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to suspected lead damage. The physician suspected that the lead was damaged while accessing the device pocket for a changeout procedure. The lead exhibited noise and elevated impedance after the pocket was accessed. Subsequently, the lead was removed and replaced. No additional adverse patient effects were reported.